Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power management tool confirmed the pump error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. The pump alarmed pump error 75 during the self test, followed by a pump error 49 due to high resistance on internal battery connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a missing window display cover. The pump was received with a peeling and fading serial number label. The pump was received with minor scratches on the display window and case.